Manufacturer narrative:
The lot number is unknown; therefore, the device history record could not be reviewed. (B)(4).

Event description:
It was reported that a portion of the drain broke off and required a second surgery to remove it. The device was placed without any problems during a l3-s1 laminectomy and was indwelling for 4 days, during which time it was assessed every shift and when the dressing was changed. The device was removed on (B)(6) 2014 with an unknown portion remaining in the patient, which was removed surgically at a different hospital ((B)(6) hospital). There were no documented perforations or sutures placed in or near the drain, the wound was not packed, nor was any pinching or binding noted after placement or during removal. The device was removed using a steady motion with no resistance. Per hospital procedure, the drain was inspected for "smooth or jagged" ends upon removal and the broken edge was smooth in appearance, based on the fact that there was no documentation indicating otherwise.